Manufacturer narrative:
Patient has been started on pregnazone and zelazolamide to control iop and edema.

Event description:
This is a follow up report . The patient visited the hospital first on 30th august for the laser treatment for vitreous opacity. The patient experienced reduced vision from 20/30 to 20/40, posterior vitreous detachment, iop of 28mm hg and epi retinal membrane . As per an update from our us office on 29th november , the patient vision is 20/30 in both eyes and the iop in the right eye is 38mm of hg and is being treated with glaucoma medications as per the last follow up visit on 24th october.

Manufacturer narrative:
As soon as ellex medical became aware of the incident, the calibration of the laser system and alignment of the optical paths was verified by ellex service through a paf (product acceptance fault record ). All the parameters in alignments checks including offset in the paf are within the acceptance criteria which proves that the device is not at fault and is performing within the normal specifications and there was no issue with alignment, mechanical operation or calibration. The general device aspects with respect to usability, instructions for use and the risk controls were also evaluated. Adequacy of device design: indications of parameters relevant to safety : anterior and posterior offset located on the laser head control knob are letter and colour coded . Accuracy of controls : offset range is well defined with the required tolerance. Paf post the event also confirmed the offset results were normal. The posterior offset was adjusted at 300microm from 400 microm, however this setting could not have caused the event. Adequacy of labelling: operator manual includes sufficient instructions , warnings , precautions for the safe use of the device and the labelling is considered adequate. Risk management : review indicated that the risk control measures ( risk assessment ra tango-14) are adequate and within the normal use risk levels are acceptable. Customer complaints : the device has been in use for less than a year, no other untoward incidents related to device use were reported.

Event description:
The event occured in USA, (B)(6), the physician potentially hit a patient's eye which probably affected the visual acuity in the right eye. However the actual event and the patient outcome need to be confirmed.